Manufacturer narrative:
At this time, the lead has not been returned. This record will be updated upon return and completion of evaluation or if additional information becomes available.

Event description:
It was reported that this patient was scheduled for a revision procedure due to an infection originating from his chemotherapy port which had resulted in septicemia. During the revision procedure, this right ventricular (rv) lead was placed to allow for temporary pacing, as the patient is pacemaker dependent. During explant of the patient's old rv lead, this lead was inadvertently dislocated. Cardiopulmonary resuscitation was performed for approximately two minutes until external pacing could be established. Subsequently, this lead was withdrawn due to concern regarding contamination from contact with the infected system. An alternate temporary pacing lead was successfully placed. No additional adverse patient effects were reported.